Manufacturer narrative:
(B)(4). Report source: (B)(6). Medical product: catalog #: 47235800805, distal medial humeral plate left 5 holes, lot # unknown. Catalog #: 47235800607, distal posterior/lateral humeral plate left, lot # unknown. Catalog #: unknown, zplp 3.5mm locking screws, lot # unknown qty. 2. Catalog #: unknown, zplp 2.7mm locking screws, lot # unknown qty 7. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00109, 0001822565-2023-00110, 0001822565-2023-00111, 0001822565-2023-00112, 0001822565-2023-00113, 0001822565-2023-00114, 0001822565-2023-00115, 0001822565-2023-00116, 0001822565-2023-00118, 0001822565-2023-00120, 0001822565-2023-00121. Discarded.

Event description:
It was reported through a clinical study that the patient underwent an initial distal medial and posterolateral humeral plating. Subsequently, during the retrospective review of the clinical data, it was noted that the patient experienced prominent metalwork and underwent removal of the hardware six years post initial implantation. During the revision, a nonunion was present, but no additional hardware was implanted at this time. On an unknown date an additional surgery was later performed due to non-union and bone graft was placed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.